Event description:
On f/u a peritoneal dialysis (pd) nurse reported a pd pt had been admitted to the hospital on (B)(6) 2014, for internal bleeding. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.